Event description:
Customer reported device = 142 mg/dl and lab= 27 mg/dl. Also, device=223 mg/dl and lab=26 mg/dl. All readings were taken 15 minutes apart. Control information was not provided. A request was made for return product and replacement product was sent.